Event description:
It was reported that during a salpingo-oophorectomy, during the last part of the transaction (uterus), the instrument was flashed to clean tissue from the blade. It is during this part/cleaning that the blade broke off. A bipolar instrument was used to complete the operation. There was no patient consequence.